Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other. Patient reported a problem during the attempt to explant the devices; no additional information was reported about that incident. They also think one of the devices might still be implanted, but they have no idea if they still have both implants implanted or not. When asked for an event date, the patient said the event occurred in 2009, but doesn't remember. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she having problems with her stimulator. The patient was then transferred to patient services. There were no further complications that have been reported as a result of this event.